Event description:
It was reported that during an explant procedure, it was difficult to loosen the setscrew and remove the lead. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found dried body fluid and septum material in the setscrew inset.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.